Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The injection port with locking connector were returned for evaluation. Upon visual inspection, it was noted that the actuator ring was in unlocked position, hooks were retracted. Upon microscopic evaluation, it was noted that the septum was punctured 8 times. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted. Dimensional analysis of the returned components was performed, all meet specification. Note: the tubing strain relief was not returned for evaluation. Device was returned fully functional.

Event description:
It was reported that post-implant of a realize band,during a routine fill, the pa noticed the tubing was not connected. A port revision was performed reconnecting the band tubing to a new port. The locking connector was attached and locked. The tubing strain relief had migrated off of the locking connector and was embedded in adhesions by the fascia near the port. The patient is okay.